Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Ref doc-070476 rev 01 post market risk assessment, the risk is considered negligible. Investigation results: average spo2 values displayed in reports are not correct. Need to resolve the incorrect calculation of average spo2 in sleepworks 10. The software issue was addressed under defect number nw-25419. Mitigating factors: professionals are trained to review the scored data and the report for diagnosis purposes so the error in the reports would be identified before the hazardous situation to occur. The software was updated to correct this software bug. Related to capa005689. No further follow up action has been recorded or cross referenced in this complaint for at least 45 days since the customer's last conversation. Customer has not called back. Review of customer's account found no additional related calls. Complaint case was closed 14 aug 2024.

Event description:
Software upgrade: sleepworks 10 reports data is incorrect. Spo2 mean value is lower than study's minimum spo2 value.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Natus sent the replacement xltek eeg/psg dell optiplex xe4 small form factor system (repaired) (p/n 042867-r), and ms word report editor for neuroworks/sleepworks (p/n report-editor) to the customer as the resolution. No related capas. Further investigation to be carried out.

Event description:
Software upgrade: sleepworks 10 reports data is incorrect. Spo2 mean value is lower than study's minimum spo2 value.